Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having trouble using the controller to turn on stimulation. The patient stated that it started acting weird a week ago and the patient would be charging the controller and the screen would go blank and the light would quit charging so he couldn't tell if it was charging or not. The patient stated he would reset and it would come back on and start to charge again. The patient stated the stimulation came on itself twice as well when watching tv too. The patient stated he was also seeing like 3 different screens. The patient was describing icons and stated it was showing 5 different screens. The patient stated he cannot read screens since something is blocking it and hasn't changed since yesterday. The patient stated he has already reset and while patient services advised to reset again to try some troubleshooting the call was ended.

Event description:
Additional information was received. It was reported the patient believed the stimulation turning on by itself was caused by a change in their activity level. The controller was flashing green and went to yellow for no reason. It quit flashing and showed multiple screens at the same time. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, lot# nlh073788n, and product type: accessory. Product ID: 97755, serial# (B)(6), and product type: recharger. Product ID: 97745, serial# (B)(6), and product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said his recharge telemetry module (rtm) looked good and said maybe the connection between the paddle and the cord was a little bit loose but he didn't see damage and didn't want rtm replaced at this time. Patient said he continues to see "batteries low. Replace the controller batteries soon" on controller while charging the implant even though controller was fully charged. The controller would stay on "looking for device" or "checking the recharger" for too long so that he would take battery pack out to reset controller to resolve. During implant charging the controller screen would go blank and indicator light at top of controller would go out and he would come back to check implant charging status about 20-30 minutes later and implant would've started charging again, implant was taking longer than an hour to charge. Patient repeated information from original call that controller would go blank/non-responsive during implant charging sessions as well. Patient said he was able to charge his implant battery but that he would move just a little bit and recharge quality would go from excellent to good. During call battery pack was removed from controller, controller screen powered on from ac power supply, no damage to controller battery com partment contacts or to battery pack contacts. Once battery pack was reinserted controller started charging like normal. Controller worked with aa's. Due to "batteries low. Replace the controller batteries soon" continuing, patient services (pss) consulted with repair and it was suggested the battery pack be replaced. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.